Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400 (mg/dl) and high ketones. Reportedly, customer discontinued use of the pump and returned to insulin injections as back up therapy. Customer indicated that bg levels stabilized and ketones resolved. System check with tandem technical support indicated that pump, cartridge, and tubing were performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.